Event description:
It was reported that a wound drain broke off in the pt. The drain was placed on (B)(6) 2012 in a (B)(6) male pt undergoing a right thoracotomy and excise of a tumor. When attempting removal on (B)(6) 2012, the drain broke at the flat drain/round tubing connection. The breakage area appeared straight and clean. The pt was returned back to the operating room on (B)(6) 2012 for reopening of the wound and exploration for removal of the indwelling drain portion.

Manufacturer narrative:
The sample was retained at the user facility however, a photograph was provided. On the photograph, it was noted that there was a pvc evacuator with a drain tube connected that appeared to be broken but the hubless flat drain was not included in the photograph. Since the portion of the drain with the alleged defect was not included on the photograph, the investigation is inconclusive. A lot number was not provided therefore the device history record could not be reviewed. There is nothing in the mfg process that could have caused or contributed to the reported failure. The instructions for use state the following the cautions section: "to avoid the possibility of drain damage or breakage: add'l perforations should not be made in the drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked during closure for free motion to avoid possibility of breakage. Drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Warning: surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4).